Manufacturer narrative:
Review of the device history records of the involved lot showed that it was manufactured in accordance with specifications with no deviations. The explants have not been returned for investigation. Misalignment of the tops implant was visible in photos taken during the explanation and in the x-ray taken after the initial surgery. The tops implant was found damaged with signs of wear. The damage could be attributed to the extraction procedure, however no conclusion could be made before the explant is returned and investigated. The rate of revisions for the tops system with or without versalink, is lower than the reported rates in the literature for similar systems. If additional information becomes available, a supplemental report will be filed.

Event description:
The company was informed of a revision case for the tops system implanted together with versalink in germany. The original procedure was performed on (B)(6) 2021, due to spinal stenosis and degenerative disc disease at l5/s1. The patient was treated with decompression and tops at l4/l5, and versalink at l5/s1. After a few months, the patient complained of pain. In the revision surgery, which was performed after more than 2 years, the tops motion implant and versalink rods were replaced with two-level fusion rods. The original screws were well fixed in the pedicles and remained in-situ. The explants have not been returned for investigation.